Manufacturer narrative:
Investigation results: nc084060: display (touchscreen without function) defective, replaced. Charger, measuring cable set was deep investigated with the result that no fault has been found. Function test and test measurements with test box without errors. Passed iec 60601 test. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee. Additional information received that there was no injury that occurred. This is a follow up report for this additional information. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 4580. Health effect - impact code - 4648. The correct codes for this complaint are: health effect - clinical code - 4582. Health effect - impact code - 2199. This is a follow up report to correct this code.

Event description:
In this event it is reported that a raypex 6 gave incorrect measurements. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.